Event description:
It was reported that during a pta treatment procedure of the left superficial femoral artery, removal difficulties were encountered. The physician had used the balloon catheter and had inflated the balloon several times to unknown atm. The balloon catheter was removed and reintroduced. When attempting to remove the balloon catheter a second time, it could not be withdrawn through the sheath. The entire system was removed as a unit. The procedure was successfully completed at this time. The patient is reported as 'ok' following the procedure. No patient injury or complications were reported.